Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions ltd; 3005278776) and the importer (B)(4) as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. Niti has re-evaluated this event during a retrospective review; and has determined the event to be MDR reportable. The production history files indicated that the device was released according to the product specs. The device was not returned for eval. According to the surgeon, the misfiring was due to wrong operation of the device and not due to a failure in the device.

Event description:
The device misfired due to user operation mistake. The device was replaced with a new car and the procedure was successfully completed.